Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 3.50 x 24mm, stent delivery system (sds) catheter was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. Microscopic examination noted damage to the inner lumen with bunching and stretching at 16cm from port exchange. A microscopic examination of the markerbands identified no damage. B a detail examination of the distal bumper tip confirmed that the bumper tip was detached and not returned. There was no sign of damage, stretching or lifting of the stent struts. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 19dec2025. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed tip detachment.